Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the power supply unit of the subject device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the power supply unit. The exact cause of the power supply unit failure could not be conclusively determined. The following items are not applicable because this event occurred during the routine inspection. - a1, a2, a3, a4, a5, a6, b6, b7, d10 as a result of the investigation phase, omsc was not informed the following items. - e2, e3.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection by technician, the examination lamp of the subject device was not lit up and the emergency lamp was lit up. The user replaced the subject examination lamp with another examination lamp, and another examination lamp was not lit up too. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.